Event description:
Affected channels and facial nerve stimulation (fns) were observed at programming. After reprogramming with triphasic stimulation due to fns the user has improved the measured speech perception, but affected channels have been noted. No trauma or illness is reported. The recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00332. For further information please refer to this report.